Event description:
It was reported that patient had surgery on (B)(6) 2014 at which time a s2 femoral nail was implanted. Diagnosis at the time of the first surgery was carcinoma. On (B)(6) 2014 patient had leg pain and went to hospital for medical evaluation. X-rays revealed that the screws were broken. On (B)(6) 2014, patient had increased pain in their leg and a new x-ray was taken which revealed that the nail was also broken. Surgeons decided to revise the patient on (B)(6) 2014. The broken nail and screws were replaced. The patient weight was normal.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: evaluation revealed that the item did not contribute to the complained event, therefore it was classified as concomitent item.

Event description:
It was reported that patient had surgery on (B)(6) 2014 at which time a s2 femoral nail was implanted. Diagnosis at the time of the first surgery was carcinoma. On (B)(6) 2014 patient had leg pain and went to hospital for medical evaluation. X-rays revealed that the screws were broken. On (B)(6) 2014 patient had increased pain in there leg and a new x-ray was taken which revealed that the nail was also broken. Surgeons decided to revise the patient on (B)(6) 2014. The broken nail and screws were replaced. The patient weight was normal.